Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead was explanted an replaced for an unknown reason.

Event description:
Additional information received indicates the patient experienced ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.